Event description:
Per spontaneous call from pt via (B)(6) interpreter - pt cadd ms3 pump (B)(4) is not recognizing the cartridge when pt is setting it. She switched to backup pump (B)(4) without issues but it is giving her a low cartridge alarm because it is programmed incorrectly. Sending pt replacement pumps for both pumps so that she has two correctly programmed pumps. The second pump is functioning fine though and no harm to pt. No missed doses. Pt will return both pumps. No further info available. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.